Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had half height drawer rail broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails on the half height legacy drawer were broken. A field service engineer (fse) instructed the customer to replace the rails to after inspecting the rails. The customer removed all the medication from the damaged drawer to another drawer. All other rails were tested in the auxiliary to ensure there were no additional issues with the device. The fse confirmed that the customer resolved the issue by replacing the cabinet. The system functioned as intended after the field service engineer had investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had half height drawer rail broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.